Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of an unknown level and diabetic ketoacidosis. Customer indicated that the pump is not working the way that they expect it and has been hospitalized 3 times with the diagnosis being diabetic ketoacidosis. Customer declined high blood glucose troubleshooting and wanted to be transferred to upgrade the pump. No further details given.